Event description:
During in clinic follow up, decreased sensing and inadequate capture were observed on the right ventricular (rv) lead. Fluoroscopy was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.